Event description:
Nurse was hanging a piggyback medication of 20 meq of potassium. She spiked the bag and programmed the baxter colleague pump to deliver 50 ml in one hour. It was confirmed the pump was programed correctly to run at 50 ml per hour with a volume of 50 ml. The nurse began the infusion and noticed the pump was delivering the medication too quickly. She stopped the infusion and contacted her manager. This condition was recreated simply by restartingthe infusion. Pump reported 48 ml left to be infused but by direct observation only 20 to 30 ml remained. There was no alarm or any other clue the pump was malfunctioning other than the alert nurse. Clinical engineering was called to witness the malfunction and the condition was again recreated. The pump was taken for interrogation by clinical engineering. There was no obvious patient harm.